Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
A healthcare professional (hcp) and consumer reported via a representative that a volume discrepancy occurred. The discrepancy was u p to 9 milliliters (ml) extra at the patient's refills. A dye study, rotor study, and volume check were performed on (B)(6) 2015. The dye study revealed a perfectly patent and intrathecal catheter. The volume was also measured. It was accurate and matched the 8840 report. The rotor study was performed last and was reportedly "perfect" as well. Surgical intervention did not occur, and it was not planned. The patient's status was reportedly alive with no injury. The issue was reportedly resolved as of (B)(6) 2015. The patient was receiving intrathecal morphine 25 mg/ml at 9 mg/day. The patient was indicated for the following uses: non-malignant pain, chronic low back pain, and lumbar radiculopathy.

Manufacturer narrative:
Type of reportable event was updated to serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). Multiple volume discrepancies occurred when fil ling the pump. The patient's physician believed it to be warranted to explant the old pump and implant a new pump. On (B)(6) 2016, the catheter was tested for patency. The catheter appeared to be patent and approximately 2.5 ml of cerebrospinal fluid (csf)/drug was easily withdrawn from the catheter access port. The pump was then returned to the manufacturer. The patient was noted to be "alive - no injury".

Manufacturer narrative:
Analysis of the pump found no significant anomaly.

Event description:
Additional information was received from a device manufacturer representative (rep). Multiple volume discrepancies occurred when fil ling the pump. More drug than would be expected was still in the pump. The patient's physician believed it to be warranted to explant the old pump and implant a new pump. On (B)(6) 2016, the catheter was tested for patency. The catheter appeared to be patent and ap proximately 2.5 ml of cerebrospinal fluid (csf)/drug was easily withdrawn from the catheter access port. The pump was then returned to the manufacturer. The patient was noted to be "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.